Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model va8094 pta balloon dilatation catheter allegedly experienced retraction issues. This information was received from various sources. The two malfunctions involved two patients with no patient consequences. One patient was a female weighing 120 pounds of an unknown age. The age, weight, and gender was not provided for the other patient.

Manufacturer narrative:
H10: the lot number for the two malfunctions was provided and a lot history review was performed. Of the two malfunctions, two had devices returned for evaluation. Photos were provided for investigation of one malfunction. The investigations for both malfunctions was confirmed for retraction issue. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the two malfunctions was provided and a lot history review was performed. Of the two malfunctions, two had devices returned for evaluation. Photos were provided for investigation of one malfunction. The investigations of the reported two malfunctions are currently underway. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model va8094 pta balloon dilatation catheter allegedly experienced retraction issues. This information was received from various sources. The two malfunctions involved two patients with no patient consequences. One patient was a female weighing (B)(6) pounds of an unknown age. The age, weight, and gender was not provided for the other patient.